Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to rewind the insulin pump multiple times. The customer's blood glucose level was unknown. The customer also reported that the screw was bent on the battery cap and the settings were lost was lost on battery change. Troubleshooting was declined. The device will not be returned for analysis.